Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Later healthcare professional reported capsular contracture baker grade IV. Ultrasound and MRI diagnosed "signs of ongoing rupture¿. The device has been explanted, discarded, and replaced with another manufacturers device.

Event description:
Later healthcare professional reported capsular contracture baker grade IV. Ultrasound and MRI diagnosed "signs of ongoing rupture¿. The device has been explanted, discarded, and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.